Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported material deformation and device dislodged or dislocated were confirmed. The reported failure to advance could not be tested as it is due to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. It was reported that the stent delivery system (sds) could not cross the lesion, resulting in failure to advance. The analysis of the returned device confirmed the crossing profile met specification. In addition, it is likely that the manipulation of the sds, when resistance was met, contributed to the material deformation and subsequent stent dislodgement. The analysis of the returned device confirmed the material deformation and stent dislodgement. Additionally, analysis noted a balloon rupture. In this case, it is likely the encountered resistance with the anatomy resulted in the balloon rupture. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca). A 4x38mm unknown stent was advanced to the lesion and was followed by a 4x33mm xience pro drug eluting stent (des); however, it was noted that the des could not cross the lesion. Upon further inspection, the tip was noted to be flared, and the device was replaced with a same sized xience pro des to complete the procedure. There was no reported adverse patient effect nor clinically significant delay. The device was received and the qat analysis revealed that approximately 6mm of the distal end of the stent implant passed the balloon distal marker and was over the distal end of the balloon. In addition a pinhole tear was noted on the balloon. The account confirmed they were aware of the stent damage; however, were unaware of the pinhole rupture. No additional information was provided.